Event description:
It was reported that a stent had been deployed distal to the proximal target lesion in the lad, three months prior to this procedure. The proximal lesion was cut with the dca device several times, and as the device was advanced distal, the cutter became entangled in the previously implanted stent and stuck. The device was pulled against resistance to remove it from the anatomy, and the stent was also removed. After the stent was removed, blood flow disappeared so another stent was deployed at the distal site where the old stent had been deployed, three months prior. Reportedly, the blood flow improved.